Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The fenestrated bipolar forceps was found to have the main tube broken. Pieces measuring approximately .052"x .158" and .135¿ x .214¿ were not returned with the fenestrated bipolar forceps. The housing was removed from the back end, no damage was found. The cables were cut inside the housing in order to remove the accessories from the fenestrated bipolar forceps.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy, the metal part at the wrist looks semi-detached from the rest of the fenestrated bipolar forceps instrument. It's the metal part that meets the black portion is detached and off-center. Because of the issue, the trocar is still stuck to the fenestrated bipolar forceps, and both will be returned together. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragment fell into the patient. The procedure was not converted due to the system issue. The csr clarified that the customer was towards the end of the robotic portion of the case, but after they undocked the system to remove the instrument, the surgeon finished up that portion laparoscopically and then continued via open surgery (as planned) to do the anastomosis portion of the case. There was no patient injury. The instrument that broke was a fenestrated bipolar forceps and will be returned with the cannula. There was no issue with the fenestrated bipolar forceps' function. Patient demographic information was provided.